Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. The target lesion was located in the left anterior descending (lad). When the physician advanced the 2.50x8mm taxus express2 drug eluting stent, the proximal shaft fractured into two pieces. The physician removed everything from the patient and completed the case with another of the same device. No patient complications were reported and the patient condition is listed as fine.